Event description:
It was reported the lead was electively explanted and replaced at the time of device removal due to eri (elective replacement indicator). The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) outer insulation breached depression; distal segment returned and analyzed. The defib conductor was distorted, and the outer tubing overlay had blood/body fluid present, with cosmetic esc (environmental stress cracking). The outer tubing was kinked/buckled, and it had an esc breach (non-electrical).